Event description:
Balloon rupture, no patient injury.

Manufacturer narrative:
Awaiting receipt and evaluation of device.

Manufacturer narrative:
The 4/27/10-customer report was confirmed. Blood was found inside balloon lumen and underneath balloon. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. No other damage was observed from catheter body. Unit is sent to accellent for further evaluation. The 5/12/10-accellent evaluation-the balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. Visually the edges of the burst are ragged and there is inconsistent wall thickness in the area that burst. Visually there is more balloon on the side that burst. There is also a small amount of blood inside of the balloon. Water was introduced through all of the device lumens and the water flow from where it should with exception to the balloon lumen. When this lumen was flushed blood came out of the device. There is no way to determine how or when the balloon burst. Visually there is a small kink in the bellows however this would not affect the way the device functions. There are no other defects detected.

Event description:
It was reported that while the probe was being used during a case, it disaggregated into 3 pieces. The case was finished using another probe.